Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that stent foreshortening occurred. The target lesions were located in the iliac and superficial femoral artery. A 10x40x120 epic stent was deployed to treat the lesion. However, the stent significantly shortened from the proximal end and the size has reduced to 10x30, hence the lesion was missed. The physician used a 9x37 express ld stent to cover the remaining lesion and completed the procedure. No patient complications were reported and the patient's status was stable.